Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric . (B)(4) - no known consequences or impact to the patient; torn material. Evaluation: lens work order search. Results: a lens work order search revealed there were no similar complaints found within the work order. Conclusion - (unable to confirm). Based on the complaint history and the lens work order search, we were unable to confirm a specific root cause of the event. The product was not returned. (B)(4).

Event description:
The customer reported the cc4204a single piece collamer lens got caught on the tip of the plunger and tore as it was inserted in the eye. The lens was removed and the backup lens was implanted without any injury to the patient. The cause of the event was unknown.